Event description:
Missing portion of end of et tube was noted on extubation. It was not readily apparent if viewed from one angle. Exam of tube appears to be due to manufacturing defect. Flexible bronchoscopy and fluoroscopy was negative. Pt awakened. Did well.